Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the atrial septal defect requiring treatment. It was reported that this was a mitraclip procedure to treat grade 3 degenerative mitral regurgitation (mr). Two clips were implanted without issue and mr was reduced to grade 1. After retraction of the steerable guide catheter (sgc) through the septum, an intra-atrial bi-directional shunt was noted. An atrial-septal defect (asd) occluder was implanted, successfully treating the asd. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd) (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions and there is no indication of a product quality issue with respect to manufacture, design or labeling.